Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a possible vessel dissection occurred with the subject balloon during the procedure and the stent was implanted. No clinical consequences to the patient were reported.

Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device was not returned, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a possible vessel dissection occurred with the subject balloon during the procedure and the stent was implanted. No clinical consequences to the patient were reported.